Manufacturer narrative:
(B)(4). Customer retained true2go meter even though customer was informed this model is discontinued. However,customer is satisfied with the meter performance. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 386 and 52 mg/dl. The customer's expected fasting blood glucose test result range is below 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the designated area. The test strip lot manufacturer's expiration date is 04/30/2019. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer hadn't made any recent changes in diet or medication. The customer was unavailable to test on the phone call.